Event description:
This event was reported as an explant at implant due to wide open mitral regurgitation noted on tee. A smaller size valve had been attempted; however, the pt's annulus was calcified and valve had to be removed. Doctor said that the valve leaflets looked teathered. The surgery included a 5hr pump time. No further info was provided.